Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2009; w1dr01 ipg implanted (B)(6) 2020; 4968-35 lead implanted (B)(6) 2020; 4968-35 lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. The right atrial (ra) and right ventricular (rv) leads were explanted. No further patient complications have been reported as a result of this event.